Event description:
It was reported that during an unknown procedure, the device was not working for the procedure. It is not known how the case was finished. There was no pt consequence.

Manufacturer narrative:
Evaluation summary: the handpiece was returned with a loose mount and a lanyard wire cut. No functional testing could be performed due to the returned condition. The instrument was disassembled and moisture and a collapsed isolator were found in the instrument. The eval revealed that the causes that may contribute to this non-conformance are improper sterilization, misassembly of housing (pinched isolator, pinched o-ring, missing o-ring), cracked housing (nose cone), material or component variation (compression set of isolator, torn isolator). The batch record was reviewed and no anomalies were noted during the manufacturing process.